Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. No further information provided.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked lcd keypad connector during visual inspection. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.